Event description:
Implant date: 2000. Patient was dancing in february of 2001 and felt a "pop" in their back. Upon reviewing the patient's x-rays, the surgeon determined that the patient had a non-union and a broken rod. Revision surgery in 2001 to replace device. Patient had a history of congenital scoliosis and spinal bifida occulta. No further complications to patient.